Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was received with scratched lcd window, scratched case, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the alarm. The insulin pump was returned back for analysis.